Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
According to the event description: "ail microbubbles with new global spec pump tubing 490100 detailed inquiry description nurse in cvicu stated had ail microbubbles every 2 minutes for 4 hrs while infusing propoful. The nurse stated she changed the pump and still kept happening. Could not switch tubing otherwise she would lose the medication. She stated the ail stopped after 4 hrs and seemed to have fixed itself. The nurse stated she notice the tubing was kinked where the green clamp goes in the pump almost flattening the tubing. No sample was provided." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.